Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported diminished vaporization is confirmed as analysis found the glass cap was detached. It is probable that the glass cap detachment occurred due to elevated temperatures near eth laser beam output window. Analysis found the metal cap exhibited some debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and the fiber tip during use. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached from the bevel edge to the output window. The metal cap exhibited some burning marks and debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed the aim beam was present at the output window. The connector cone, segments and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU include detailed warnings for the user to prevent a fiber break or improper energy output. The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber experienced diminished vaporization efficiency after five minutes of use. It was noted that the fiber tip was not cleaned during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith effort. The fiber was returned and analysis identified that the glass cap was detached from the bevel edge to the distal tip.